Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be an internal leakage, ambient valve and oxygen sensor were not properly tightened. Also, the o2 cell was close to expiration when the event occurred. The correction in this case was the replacement of the ambient valve and o2 cell.

Event description:
The following was reported to hamilton medical ag: summary:flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:flow sensor calibration fails / leak test failed (tightness test failed).